Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal/tether/seal stem and anchor would not load into the tube of the delivery device at step 4. New device was opened and dr. Plugged hole in aorta with finger due to the hearstring coil spontaneously unravelling while a new device was opened and loaded. There was a delay. Some blood loss. Related complaint: trackwise (B)(4).

Manufacturer narrative:
Trackwise: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. E1: due to character limitations the full event site name is: (B)(6).

Manufacturer narrative:
Tw # (B)(4). Corrected section: h4 changed to 05/30/2024. The device was returned to the factory for evaluation on 11/08/2024. An investigation was conducted on 11/19/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. There were no visual defects observed on the intact aortic cutter. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock was on, which prevents the white plunger from being depressed. The seal and tension spring assembly was observed in the loading device body. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.217 inches (rm2036883). The length of the delivery tube was measured at 2.47 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot #3000398149 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal/tether/seal stem and anchor would not load into the tube of the delivery device at step 4. The heartstring coil unraveled without having cut the blue suture first, while the anastomosis is ongoing. They held their finger over the hole in aorta while obtaining another heartstring device. There was a delay. Some blood loss. Related complaint: trackwise (B)(4).